Event description:
The customer alleges that the endotracheal tube would not inflate correctly. The patient's condition is reported as fine.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record investigation did not show issues related to complaint. Device product is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the product sample is not corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the available to perform a proper investigation and determine the root cause. If he device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex wil continue to monitor and trend relating complaints.